Event description:
It was reported that the customer's blood glucose would rise due to the customer forgetting to change the extended bolus feature.

Manufacturer narrative:
On (B)(6) 2014: customer reported that blood glucose range was between 100-200 mg/dl. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.